Event description:
The user facility reported that a patient was on impella rp flex support and there were placement signal issues. There were placement signal not reliable alarms. Support continued.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The failure mode was changed from optical signal issue to placement signal issue because there was no issue found with the optical metrics via data log review and the issue was confirmed to be dp sensor related. Placement signal issue: the pump was not returned. Data log review showed the placement signal not reliable (psnr) (dp out of range) alarm # 1051 shown. Motor current (mc) spikes without p-level change occur. Alarm #1052 also occurs. Ps drifts down before railing to 3000mmhg at 0018 on (B)(6) 2025, recovering 0630, drifting down more, and railing again at 0820. Flows trend up during periods of ps trend down. No impact to 5s parameters. After 10 hours on support, mc begins periodically spiking from m 64 to 1452 ma. The cause of the placement signal issue was most likely sensor drift due to the ps trending down and the flows trending up at the same p-level.